Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2018 a patient underwent treatment of a thoracic aortic aneurysm measuring 61 mm with gore® tag® thoracic branch endoprostheses and a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2018 the patient had a cerebral vascular accident.

Manufacturer narrative:
Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.